Event description:
Boston scientific received information that this patient had experienced a syncopal event. The caller was requesting device interrogation. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received from the boston scientific field representative stating that normal device function was confirmed and no other issues were reported. This product issue will be updated if additional information is received.